Event description:
Device malfunction: difficult to removal and mislocation of clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieved hemostasis. It was reported that a physician (fellow) in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device became stuck during removal. The safety release steps were performed to retract the vessel locator wings per the instructions for use (IFU) and the device was removed. After the device was removed from the patient's artery it was found that the clip remained in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.